Event description:
Exhaust hose ruptured during surgical procedure. Or staff did not notice anything unusual (kinks, occlusions, clamping) before it ruptured. There was no pt impact. Procedure was completed using another motor.